Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30718960m and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an 83-year-old female patient (47kg) with a relevant history of cardiac sarcoidosis underwent an unknown ablation procedure with a decanav electrophysiology catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. During mapping of the left ventricle (lv) end, the blood pressure was decreasing and when confirmed by intracardiac echocardiography (ice), pericardial effusion was noted. Since the case was serious, and the pericardial effusion was mild, the procedure was continued. Since effusion gradually increased after the procedure, drainage was to be performed after the procedure. An atrial septostomy was performed with a radiofrequency (rf) needle. No ablation was performed before pericardial effusion was identified. No steam pop was identified. No ablation catheter was used when pericardial effusion was found. After the case, drainage was performed, and about 300 ml was withdrawn. Blood is likely venous and so possibly right ventricular (rv) side was the cause. Blood pressure recovered after withdrawal of blood and the bleeding did not increase, so the patient was transferred to a ccu for ongoing recovery. The physician's opinion on the relationship between the event and the product was the blood is venous and likely rv side. It was at the time of transseptal puncture using a brockenbrough¿ (bb) needle or his bundle right ventricular (rv) catheter (another company's catheter, not bw product) or ice catheter, but it was unknown which one was the cause. No abnormalities were observed prior or during the use of the product. The patient required extended hospitalization because of the adverse event for follow-up in the critical care unit (ccu). The patient outcome of the adverse event was improved. The complaint products will not be returned for analysis. Based on the available information, and since no ablation was performed before pericardial effusion was identified, this was assessed as MDR reportable against the decanav catheter.